Event description:
Rptr states that from 1991-1994, she had 4 miscarriages during the third and seventh week of pregnancy. She says her doctor suspects an immunological problem. From 1989-1994, she has been fatigued, with muscle aches and burning breast pain. In 1993 and 1994, she has had left eye dryness. From 1983 to 1994, she has had raynaud's symptoms of continual very cold hands and color changes. From 1992-1994, she has had problems with tripping, falling and lack of mental concentration.